Event description:
It was reported that during a coronary stent procedure, while attempting to treat a tortuous proximal lad lesion, the stent dislodged during advancement. The dislodged stent was removed with a snare. Pt status is listed as "okay".